Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels as low as 50 mg/dl; cause was unknown. Customer consumed carbohydrates to address bg level and went to the emergency room (ER). Customer was treated with intravenous fluids of saline to address bg and was released from the ER the next day, (B)(6) 2025 with issue resolved and no permanent damage. Reportedly, the customer reverted to an alternate method of insulin therapy.